Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported the pace/sense portion of the lead was capped and replaced due to high thresholds and intermittent capture. The high voltage coils remain in use. No patient complications were reported as a result of this event.